Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimu lation stopped working. Patient said they got a big jolt early saturday morning and then the device quit working. Agent asked, patient said they were not feeling any stimulation anymore and the programming on the controller was gone as well. Patient confirmed they had not had any falls or trauma. Patient unlocked controller during the call and reported they were on group a with program 1, and stimulation was on. Patient said they used to have more than 1 program, and also said they used to have groups b and c, but they were now gone from the group selection menu. Patient was not able to enter program 1 to check intensity, but when patient pressed the up arrow on the front of the controller, program 1 intensity showed 0.1. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed role of rep, provided nas number for hcp office, and emailed physician listings to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.